Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the shock impedance was out of range. The patient improved with bi-v pacing and the physician decided to program the hv therapies off.